Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was often changing from summer to winter time and back again without any notice. Customer has monitored it but it continues. The carelink reports were reviewed and no button was manually pushed. Customer was advised that the pump will need to be replaced.

Manufacturer narrative:
The insulin pump passed functional testing including the self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. The insulin pump was programmed with correct time and date and was monitored for several days, no unexpected time chance noted and no time clock or clock anomaly noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked case.